Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed basal, bolus and leak tests. Reservoir passed all inspection with no leakage or air bubbles notes. Checked o-ring and stopper grooves for defects and none were found. Reservoir connected and locked into place properly.

Event description:
It was reported that the reservoirs had air bubbles. It was stated that the insulin pump had a heavy odor of insulin in the reservoir compartment and the screen was showing "rainbow" patterns; evidence of insulin within the device. No further information was provided.